Manufacturer narrative:
H3: a zoll feild service technician visited the customer site and collected logs, which were forwarded to technical service for review. Based on the log assessment, technical service recommended replacing the main board. The fse replaced the main board and performed all necessary calibrations. Following these actions, the ventilator returned to normal operation. G1: contact information updated.

Event description:
Additional information received indicates that a company field service engineer visited customer site for further investigation.

Event description:
Complainant alleged that the device displayed a blue screen during pre-use checks. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.